Manufacturer narrative:
Per visual inspection: front shell does not fit securely to inpen. Cartridge holder has cracks on it. Found a misaligned dial. Dust/debris was found underneath the dosing window. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. During testing, tick mark does not align in the gage window when dialing to desirable doses. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen received with cracked cartridge holder; physically damaged cartridge holders can affect insulin delivery. Dust and debris was found underneath the dosing window; this can affect insulin delivery. Inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported inpen cap no longer stays attached. The customer reported no adverse event. The event involved product mmt-105nnblna. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-105nnblna was requested and it was returned for analysis.